Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon clamped the tissue and tried to perform the first firing during a colectomy functional end to end anastomosis, but the surgeon could not squeeze the handle and the device could not fire. They used another device to complete the case. There was no patient injury.